Event description:
Follow up communication with the neurologist indicated that she referred the patient for vns replacement surgery because she reportedly suspected a decrease in the performance of the device due to low battery. However, diagnostics and battery status show the device was performing as intended. The physician also expressed the patient experienced multiple seizures per day prior to replacement. The patient had historically been an excellent responder to vns therapy, and the increase in seizures was atypical since her vns implant. It was also indicated that anti-epileptic medications were added between when the increase in seizures was noted and generator replacement. The patient's seizure frequency did not respond until after the surgery was completed. No additional pertinent information has been received to date.

Event description:
Follow-up as a part of medwatch report 1644487-2015-06821 revealed that the basis of the patient's referral for generator replacement surgery was due to a progressive increase in seizures. Device diagnostics were reportedly within normal limits during this period of time. Attempts for additional information have been unsuccessful to date. The explanted generator was previously returned to the manufacturer. Results of diagnostic testing indicated that the battery status was "ifi=no" during analysis. Electrical test results showed that the generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator that could have caused or contributed to the reported event.